Event description:
Laparoscopy forcep broke at tip. Hinge of tip broke while passing thru cannula. Bowel perforated near gall bladder. 7/30/96 hosp sent it to a repair co and their review determined that physician used force putting the tip thru the cannula. They returned device on 8/13/96.